Event description:
It was reported that the surgeon inserted a competitor's lens and the trailing haptic was torn by the injector during insertion. The incision was enlarged and sutures were required. Another lens was successfully implanted.